Event description:
Boston scientific received information that during a routine follow-up, this patient¿s device was observed to be at elective replacement time. At the previous follow-up, the remaining longevity of the device was noted to be at two years, so the field suspected the device to be prematurely depleting. No intervention has been performed at this time and the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.